Event description:
Received patient records indicate, "the bovine prosthesis has densely calcified and thickened leaflets without much heaping up of calcium . The valve was explanted and the annulus was debrided at pledgets and scar such that another 2l mm valve could be calibrated to fit there."

Event description:
It was reported that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately 11 years due to aortic stenosis. No additional information was provided, however, attempts with the healthcare provider are ongoing.

Manufacturer narrative:
Method = x-ray. Evaluation summary: moderate calcification was observed in the cusp areas of leaflets 2 and 3, and heavy calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification and free margin of leaflet 1 exhibited heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent inflow and outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to explant, in addition to moderate host tissue overgrowth. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Additional manufacturer narrative: follow up attempts with the healthcare provider to obtain additional information (operative report, patient status, medical history) are ongoing. The explanted device is expected to be returned, however, it has not yet been recieved. Additional information and evaluations will be reported once available.